Event description:
It was reported that this pacemaker had triggered code 1007 due to capacitor charge time exceeding limitations. It was noted that this patient was admitted to the hospital for shortness of breath. Technical services (ts) recommended device replacement. A generator change out procedure has been scheduled. No adverse patient effects were reported. Currently, this pacemaker remains in service.